Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that review of the remote home monitoring data found there was oversensing of noise on the right ventricular (rv) channel leading to pacing inhibition with asystole. Boston scientific technical services (ts) reviewed an electrogram (egm) and noticed that the noise appears to be due to the device oversensing the respiratory response trend signal. Ts suggested programming off the respiratory response trend signal to resolve the noise. Review of the patient's daily impedance measurements noted some variability of measurements on the rv lead reaching 1200 to 1500 ohms with one spike to approximately 1800 ohms one month earlier. Ts suggested bringing the patient in for further lead testing. The field representative noted that no further information was able to be obtained from the clinic beyond that there has been no reported adverse patient effects. The implantable cardioverter defibrillator (ICD) and rv lead remain in service.